Event description:
Same case as MFR#: 2134265-2013-00939. Same patient as MFR#: 2134265-2013-00152, 2134265-2013-00151 and 2134265-2013-00771. (B)(4) study. It was reported that post a percutaneous transluminal coronary angioplasty treatment procedure, in-stent restenosis occurred. In (B)(6) 2010 the patient presented with stable angina and was referred for cardiac catheterization. The 80% stenosed target lesion was 20mm long with a reference vessel diameter of 2.5mm and located in the mid left anterior descending artery (lad). The lesion was treated with pre-dilation and placement of two overlapping stents; a 2.5x32mm taxus liberte distally and a 2.5x16mm taxus liberte proximally. Following post dilation, residual stenosis was 0%. The next day the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with exertional dyspnea and an abnormal stress test. The patient was hospitalized on the same day and cardiac catheterization was recommended. Angiography revealed 100% distal stenosis in the right coronary artery at the distal edge of a previously implanted, unknown promus stent and 80% in-stent restenosis of the previously implanted taxus liberte stents in the mid lad. The in-stent restenosis of the taxus liberte stents was treated with balloon angioplasty and placement of 2.75x15mm promus stent. Residual stenosis was 0%. The next day the event was considered resolved without residual effects and the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).